Event description:
It was reported that the device was not taking skin graft correctly, turning out ribbons during surgery. There is no harm or delay reported. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete g2: foreign country - united kingdom.

Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the device was not taking grafts properly; the control bar was out of position and the device was out of calibration. The control bar was repositioned, and the device was calibrated and resolved the reported issue. Device history record (DHR) review was unable to be performed as the lot number is unknown. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.